Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct.

Event description:
It was reported that a guide pin broke during the case. The pin was being placed to ream the glenoid for a perform implant when the threaded tip of the wire broke off inside the glenoid. The break caused a major delay in the case as the surgeon was trying to remove the tip.